Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from fasting meter to meter comparison of 212 mg/dl obtained with truemetrix air meter and 147 mg/dl obtained with another device. In addition to the result of 212 mg/dl, the customer is also concerned with test results from results obtained of 157, 177 and 180 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer stated that he had no lancets with him to do the tests. The product is stored according to specification in a bedroom dresser drawer. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date at time of call is five weeks. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with all readings listed except for 118 mg/dl fasting.